Manufacturer narrative:
The device has been received by depuy synthes power tools. The investigation is still in progress. When the investigation has been completed or additional information becomes available, a supplemental report will be sent. Ref: (B)(4).

Event description:
Report received from (B)(6) stating that the device was being returned for service. During service of the device, it was noted that the device had hose damage. It is unk if the device was being used in surgery. It is unk if injury or medical intervention occurred. There was no additional info provided.